Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between january 2-4, 2025. H11: the device was received for evaluation. Upon sample receipt, visual inspection via the naked eye noted fluid inside the housing. A leak test was performed on the sample by filling their bladder with green color water to the nominal volume. Immediately after filling, a very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the bladder crimp leak was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that there were drops of liquid in the green bag upon opening and there was also a pool of liquid near the cap and purple lid. There was also liquid inside the device casing between the balloon and the hard casing. The device was filled with cefazolin (aft) 6000mg in sodium chloride 0.9%. The leak was observed during storage prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.